Event description:
It was reported that during a lap appendectomy procedure, the jaws of the stapler locked up on the second firing. Another device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the atw45 device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties.